Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During procedure there was a faulty screw pin in the atrial port of the implantable cardioverter defibrillator (ICD) that would not tighten. The device was not used. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of a set screw issue was confirmed. The set screw of the ventricular chamber was found with procedure related damage.

Manufacturer narrative:
The reported event of a set screw issue was confirmed. The set screw of the atrial chamber was found with procedure related damage.